Manufacturer narrative:
An event of "perforated the cx/mo vessel" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire aeris instructions for use (IFU) states that potential complications which may be encountered during all catheterization procedures include but are not limited to: vessel dissection or occlusion, perforation, embolus, spasm, local and/or systemic infection, pneumothorax, congestive heart failure, myocardial infarction, hypotension, chest pain, renal insufficiency, serious arrhythmias or death. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures.

Event description:
A pressurewire x, wireless was used and perforated the cx/mo vessel. The perforation was sealed with a balloon and the patient was hospitalized with one night for observations. No further actions were required. Clinical study number (B)(4). Site patient ID (B)(4).